Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with loss of left ventricular capture in the lv tip to rv coil and lv ring to rv coil configurations. The ventricular output voltage was increased and the patient would be monitored.